Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaw boot broke off. A replacement unit was used to complete the procedure. Pieces were retrieved through original incision. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
H6: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported lot number. There were no non conformance issue(s) related to the described issue. (B)(4).